Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a risk of unintentional movement of the tidal volume knob from its original setting, particularly when set to high (1000 ¿ 1500 ml) or low (70 ¿ 150 ml) values. There was a risk that the patient outlet connector could loosen or detach from the parapac plus¿ p300 and p310 ventilators, affecting the active ventilation function. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Event description:
Additional information was received informing there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B5: additional information. A, b3, and h6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.